Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of mitral valve reintervention for the sapien 3 ultra valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 13. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Intra-procedural and in-hospital mitral valve re-intervention will typically result from valve malposition or regurgitation (pvl or central, including leaflet restriction). These conditions are known potential risks associated with the use of the thv, delivery system, and/or accessories. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, characteristics of the pre-existing valve or ring, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Valve malposition has the potential to contribute to suboptimal coaptation of the thv valve leaflets and cause central aortic insufficiency; it can lead to migration or embolization of the prosthesis. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, specific procedural details are not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 ultra valve. This report summarizes 1 event of mitral valve reintervention serious injury event for the sapien 3 ultra transcatheter heart valve for (B)(6) 2020. The age range for this event is 72. The breakdown for gender is as follows: 1 male. (B)(6) 2020 data extract includes data provided by acc for q4 2019 (october 1 ¿ december 31).

Manufacturer narrative:
Supplemental report to add noe statement, and provide information.

Event description:
This report summarize <noe> 1 </noe> events of mitral valve reintervention serious injury events for the sapien 3 ultra for (B)(6) 2020.

Manufacturer narrative:
Report have been updated. Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral serious injuries for the sapien 3 transcatheter heart valve, a mitral valve reintervention occurred. No additional information is available for this event.